Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the patient contacted animas alleging that the up arrow keypad button is intermittently hypersensitive and causes scrolling. There was no reported patient impact as a result of the alleged keypad issue. This complaint is being reported because the alleged malfunction remained unresolved.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. All of the keypad buttons were found to be responsive and had normal spring back. The keypad was removed and there were no issues or moisture found to the key contacts. Performance of the device.